Event description:
Complaint received from facility that alleges a fire stated from one of their vf elite". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.